Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that difficulty was met when attempting to place an impella 5.5 pump for patient support. It was noted that the pump was unable to make the turn from the axillary into the aorta. While attempting to manipulate the device, the graft anastomosis tore and the patient began to bleed. Multiple units of packed red blood cells (prbc) were given and surgical intervention was utilized to treat the bleed. The implant was subsequently aborted and an intra aortic balloon (iabp) was placed for patient support.

Manufacturer narrative:
The investigation into the delivery issue and vascular damage has been completed. The product was not returned. As per the clinical information provided, the root cause of the delivery issue- anatomy was most likely due to patient condition. The cause of the vascular damage was also patient condition since anastomosis tore while attempting to navigate the patient's difficult anatomy.